Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three bursts and 5 shocks as inappropriate therapy due to atrial fibrillation with rapid ventricular response, with the available therapy exhausted as a result. Technical services (ts) discussed the device programmed settings and the recorded episodes with the calling field representative. The device remains in service. No additional adverse patient effects were reported.